Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: adverse event, date of report, description of event or problem, device identification, concomitant medical products, date received by MFR, type of report, type of reportable event, follow up type, device evaluated by MFR, evaluation codes, additional narrative. Device identification: UDI # (B)(4). The medical report confirms the reported issue. Visual evaluation of articular surface exhibits signs of use (nicked, gouged) also wear on both sides of the post. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: device was implanted approximately 9 months prior to revision.

Event description:
It was reported that a patient underwent an initial left knee procedure on an unknown date. Subsequently, approximately nine months later the patient was revised due to pain and polyethylene bearing exchange. No further information is available.